Manufacturer narrative:
No.

Event description:
On (B)(6) 2025, dr. (B)(6) discovered that the endotracheal tube was twisted and deformed during intubation on a patient, and immediately removed the endotracheal tube and replaced it with a new one.